Manufacturer narrative:
Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for label lift with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and label lift was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA #1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for label lift with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and label lift was observed. Further investigation has been initiated through CAPA #1064141. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: CAPA #1064141 has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that the labels were peeling and falling off tubes with a bd vacutainer® sst¿ blood collection tubes. This was discovered prior to use. The following information was provided by the initial reporter: it was reported that the bd labels were peeling away and had fallen off of the tubes. "We are experiencing an issue with bd vacutainer sst blood collection tubes item # 367986. The product labels are falling off of the individual tubes of lot # 9081740, exp. 03/31/2020. We opened two cases and their packages today and found the label edges are lifting away from the individual tubes. Some have fallen off completely and we have had to discard those tubes. Once the labels fall off there is no way of knowing the product, its lot, and more importantly its expiration date, therefore must be discarded. We just received 5 new cases of a new lot of the same product and observe the same issue of the edges of the label not adhering totally. That lot is # 9095580, exp. 03/31/2020."

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9081740, medical device expiration date: 2020-03-31, device manufacture date: 2019-03-22. Medical device lot #: 9095580, medical device expiration date: 2020-03-31, device manufacture date: 2019-04-05." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the labels were peeling and falling off tubes with a bd vacutainer® sst¿ blood collection tubes. This was discovered prior to use. The following information was provided by the initial reporter: it was reported that the bd labels were peeling away and had fallen off of the tubes. "We are experiencing an issue with bd vacutainer sst blood collection tubes item # 367986. The product labels are falling off of the individual tubes of lot # 9081740, exp. 03/31/2020. We opened two cases and their packages today and found the label edges are lifting away from the individual tubes. Some have fallen off completely and we have had to discard those tubes. Once the labels fall off there is no way of knowing the product, its lot, and more importantly its expiration date, therefore must be discarded. We just received 5 new cases of a new lot of the same product and observe the same issue of the edges of the label not adhering totally. That lot is # 9095580, exp. 03/31/2020."